Event description:
The patient had an ams miniarc sling implanted on (B)(6) 2009. It was reported that the sling "exposed through my vagina" and needed to be removed. Reportedly, the sling was removed on (B)(6) 2011.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.